Event description:
It was reported that: female pt was being transferred from bed to her recliner when the top loop of the lift sling slipped off of the crossbar hook and pt fell to the floor. Receiving laceration to left side of her head and rib fracture. She was transferred to the ER where she arrived comatose. She was hospitalized for 4 days and returned to nursing home. Calls into sales rep and tech svc group to arrange a visit to facility to evaluate product in question.